Event description:
It was reported that at the end of a procedure, while doing post procedure testing, the pt's blood pressure dropped. It was noticed then that the pt had a small pericardial effusion as seen by uls. No intervention was performed. The pt was stable and observed overnight. It was noted that the pt had recent CABG surgery and the effusion may have pre-existed (they did not image the heart pre-procedure).